Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips from lot # 1dqhh09c using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from mexico reported that within 5 minutes, she obtained blood glucose readings of 38 mg/dl with the contour plus meter and 149 mg/dl with laboratory testing. The customer stated that she was feeling dizzy. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.